Event description:
It was reported that the ventilator stopped ventilating with an audible alarm while connected to a pt. It was also reported that there was no alarm at the nurse call station. No pt harm reported. The ventilator was checked by the user facility staff and they found no problems with the ventilator. The ventilator was placed on another pt. The ventilator shut down with audible alarm while connected to the second pt. No pt harm reported. There was an audible alarm at the nurse call station.

Manufacturer narrative:
Na